Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy and touch contamination during the pd exchange is a common finding and a significant risk factor for infection. The patient¿s pd culture yielded growth of the organism e. Coli which is an organism that is found in the human intestinal tract and often associated with peritonitis caused by touch contamination during the pd exchange. Therefore, based on the reported information, the patient¿s peritonitis can be reasonably attributed touch contamination, as also reported by the patient¿s nurse. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the lots of products shipped to the patient for the three (3) month time frame prior to the event occurrence date. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process associated with the reported event. An investigation of the device history records was conducted and confirmed that the results of the in-progress and final quality control testing met all requirements. The product lots involved met all specifications for release. The user guide p/n 480145 was reviewed and in the pre-treatment setup instructions it is noted prior to starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error as per the patient¿s peritoneal dialysis registered nurse (prdn) account of the event.

Event description:
It was reported that a peritoneal dialysis (pd) patient had developed peritonitis. Per the patient¿s pd nurse, on (B)(6) 2021 the patient was having symptoms of cloudy effluent, fibrin in the pd catheter and abdominal pain. As a result, on (B)(6) 2021, the patient was seen in the outpatient pd clinic. A pd culture was obtained (the same day) which yielded growth of the organism escherichia coli. The nurse stated the patient was treated with vancomycin and ceftazidime (per clinic protocol) intra-peritoneal (ip) on an outpatient basis. The patient is reportedly recovering and continues pd treatment with the same cycler without any issues. The patient¿s nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse suspected the peritonitis was related to a breach in aseptic technique by the patient¿s wife who performs the treatment.